Event description:
Device was being used to close trocar site at umblicus. Device broke in the incision. It took 3 x-rays and 1 hr, 40 min additional or time to retrieve broken part. No further complications.